Event description:
Device 1 of 3 reference MFR. Report#: 1627487-2019-02921; 1627487-2019-02922.

Event description:
Device 1 of 3 . Reference MFR. Report#: 1627487-2019-02921, 1627487-2019-02922. It was reported the patient was unable to increase amplitude and high impedance levels were found on all of the contacts of the leads. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the patient¿s entire system was explanted and replaced. Therapy has been restored postop.